Manufacturer narrative:
It was reported by customer that the tube is bent making the IV fluid unable to pass through. Fifteen samples of item 10802688, lot number 25019445 were received for quality evaluation. Visual inspection of the samples indicate that there were kinks on the tubing below the drip chamber. The customer complaint of kinked tubing was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After investigation, the potential root cause of kinked tubing between tubing and drip chamber could be related to issues with the solvent dispenser, incorrect solvent application, incorrect arrangement of the component inside the pouch or keep tube in fixture by the assembler. A quality alert was created to communicate the failure, and reinforce the correctly following the assembly instructions to avoid kinked tube. A device history record review for model 10802688 lot number 25019445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd alaris smartsite gravity set had kinked tubing. The following information was provided by the initial reporter: the tube is bent making the IV fluid unable to pass through.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.